Event description:
User opened the package and flush the catheter with saline, then use the pigtail straightener to straight the pigtail. User advanced the catheter through wire guide with small increment to lower common bile duct, but the catheter cannot be advanced to upper common bile duct after adjustment. User retracted the catheter from patient and found out the tip of chather kink. User changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow up report is being submitted due to lab evaluation complete on13 jan 2022: visual inspection: kinks observed at the 2nd, 3rd, 4th and 5th portholes of the pigtail curl. And additional information received 18-jan-2022. 1. What is the endoscope manufacturer and model number that was used during the procedure? Fuji 2. Was resistance encountered when advancing the wire guide into position? No. 3. Was resistance encountered when advancing the drainage catheter into position? Yes 4. Was a drainage catheter loop placed in the descending portion of the duodenum? No. 5. After placement, was drainage catheter position verified? If yes, please describe how. No. 6. Please estimate amount of time the drainage catheter was in place prior to this occurrence. None. 7. Did any section of the device detach inside the endoscope or patient? No. 8. Details of the wire guide used (diameter, type, make)? Boston scientific yellow zebra.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the enbd-7-liguory-c device of lot number c1821026 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13 jan 2022. On evaluation of the device the following were observed. Visual inspection: kinks observed at the 2nd, 3rd, 4th and 5th portholes of the pigtail curl. Functional inspection: 0.035 inch wire guide will not pass the kink. Document review: prior to distribution enbd-7-liguory-c devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for enbd-7-liguory-c of lot number c1821026 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1821026. It should be noted that the instructions for use (ifu0099-0) states the following: ¿note: care must be exercised when straightening pigtail curl in order to avoid kinking or breaking catheter.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to kinking as the drainage catheter was straightened using the pigtail straightener. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.